Event description:
It was reported to medtronic minimed that there was a crack in the insulin pump's reservoir compartment. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed, and the customer was advised to replace the insulin pump. No harm requiring medical intervention was reported. The customer discontinued using the device. The insulin pump mmt-1880 was requested and was returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit was received with scratched case, partially broken retainer, cracked case (battery tube). No cracks on reservoir compartment noted during visual inspection. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when partially broken retainer was noted. No cracks on reservoir tube compartment noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.